Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Pending product liability reports: instability, metallic debris, large amounts of fluid, malpositioned cup, metallosis.